Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® solent¿ omni thrombectomy catheter was being used in the left superficial femoral artery (sfa). The catheter was primed and advanced into the patient. Aspiration was started and ran for 14 seconds the stopped with an error code. An attempt to re-prime the device was unsuccessful. It was also noted there was a leak at the pump. The procedure was completed with another device. No patient complications were reported.